Manufacturer narrative:
The alleged event was not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review was not performed since the serial number of the equipment was not confirmed.

Event description:
Biomed technician from a hemodialysis clinic alleged observing a burnt cable end. The burnt component was observed during an internal audit. The equipment was repaired and returned back into service. There was no patient involvement.